Event description:
Information received indicates the bed's brakes are not holding the bed in the locked position.

Manufacturer narrative:
The inspection revealed the cable tension needed adjusting. Adjusted the brake cable tension which repaired brakes.